Event description:
The physician implanted one non medtronic drug-eluting stent and one month later successfully implanted one resolute integrity drug-eluting stent. Patient then had symptoms of dyspnea which started with drop in peripheral saturated oxygen to under 70% as well as severe pneumonitis on both sides. Tct findings were consistent with medical toxicological effect in showing pattern of nsip (nonspecific interstitial pneumonia). Patient was treated with steroid therapy.

Event description:
Following implantation of the non-medtronic drug-eluting stent there was an improvement of the patient's dyspnea. Patient treatment included oxygen and cardiac medication. Therapy involving the use of diuretic and steroidal therapy stabilisation was performed. Due to pronounced shank edemas diuretic therapy was necessary. Condition improvement was very hesitant.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (reaction). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (reaction). Device not returned ¿ no evaluation will be preformed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.